Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided; therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be conclusively determined; however, it is possible that user related factors such as loading or handling technique and/or procedural factors such as lens and injector interaction may have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the back of the lens got stuck in the ci-28 injector during the procedure. The incision was enlarged but no sutures were required. Additional information has been requested however, no additional information has been received.